Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that 5 years 7 months following an intraocular lens (iol) implant procedure, the iol was removed due to a retinal detachment and the iol was dislocated. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the product was returned. Blood and solution is dried on the lens. The lens was cleaned with lphse for further evaluation. No haptic or optic damage was observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of "retinal detachment, dislocated iol ". (B)(4).